Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. The pump charged successfully, after using an alternate usb cable and wall adapter. There was no adverse impact to customer¿s blood glucose.